Event description:
The target lesion was right common iliac artery. The vessel was moderately calcified, moderately tortuous and 80% stenosed. There were no anomalies noted with the packaging and no problems removing the product from the packaging. Approach was made ipsilaterally. There was no difficulty advancing the stent. The stent was placed distal to the intended target lesion which length was 4cm. An additional stent was placed to cover the proximal area of the target lesion, and the target lesion was treated successfully. The procedure was completed without any patient injury.

Manufacturer narrative:
Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint of inaccurate placement could not be confirmed without the complaint device for analysis or procedural films for review. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported event.